Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, the patient inserted a new sensor, and it failed. Upon sensor removal, no portion of the sensor wire was visible on the sensor pod or sticking out of the skin. The patient alleged the sensor wire remained in the skin. At an unspecified later time, the patient went to the emergency department (ed) and a physician made a surgical incision at the sensor insertion site, but there was no sensor wire in the skin. The patient was discharged home two hours later and was advised to take tylenol (unspecified dosage) for post procedure pain relief. At the time of the report the patient was doing well. The patient's current condition was normal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.